Event description:
Pt received a sulzer orthopedics inter-op acetabular shell implant at this institution. The device was explanted at this institution. Preoperative diagnosis: failed sulzer acetabulum, left total hip replacement. Postoperative diagnosis: same procedure: revision acetabulum, left total hip replacement. Following the original implant, pt exerienced a progressive increase in pain in the groin and start-up pain. X-rays show evidence of a loosened zone forming around the acetabulum. The operative findings during the explant indicate that the acetabulum was not showing any evidence of bony ingrowth.